Manufacturer narrative:
Add'l info.

Event description:
New information received states that the patient had expired due to congestive heart failure. The patient was under hospice care during the time of death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death was unknown. Upon follow up it was noted that the high voltage therapies were turned off on (B)(6) 2016 and the patient entered hospice care at that time and no further information is available at this time.